Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. Review of the device log showed no indication of device malfunction. The device was put through extensive testing without duplicating the report. An internal inspection found no discrepancies. The device passed testing with the customer one step cable. The electrode pads used during the event was not available as part of the investigation. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend